Event description:
Caller reported discrepant high troponin (tni) results on the triage cardiac panel compared to the lab analyzer. A (B)(6) male patient was admitted to the floor. Whole blood edta sample was taken and ran on the triage and lab analyzer. No other patient information provided.

Manufacturer narrative:
Investigation pending.